Manufacturer narrative:
Clarification: the relevant device is a resolute onyx over the wire coronary drug eluting stent additional information: there were 2 attempts to inflate without success. The morphology was normal. The balloon of the stent did not expand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon folds were intact; no inflation had taken place. The stent was still present on the device. The device passed negative prep. The balloon was pressurised and the balloon inflated, and the stent expanded. The balloon maintained pressure. No device issue identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that there were inflation difficulties experienced during stent deployment while inflating at 12atm. Another inflation device was used to attempt inflating the device however it would still not inflate. The procedure was completed successfully using another 2.50x12mm resolute onyx stent. The patient was reported to be alive with no injury.